Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer gets erratic readings on the sensor, especially when it approaches the 6th day. Customer overdosed on insulin and her husband had to call 911. Customer was given an IV to get her blood glucose level back up. Customer believes that it happened on december 22. Customer's sensor glucose reading was 300 mg/dl. Instead of checking her blood glucose level, she bolused for the 300 mg/dl, which she knows she was not supposed to do. Customer did not go to the hospital. No further assistance needed.